Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced the infusion set tubing coming apart due to a stress or pull event on (B)(6) 2026. The insertion site was on the left abdomen, and the infusion set had been in use for four days. The tubing came apart at the quick release/site connector tubing no further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.